Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Clarification to d.1, d.2, d.4, g.4, h.4: device information previously reported in follow up report 1 was for the replacement device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2, d4, h4.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.